Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2012 and suture was used. During the procedure, the needle pulled off the suture. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: one suture with a separated needle was returned for evaluation. It was visually inspected and a swage mark was found on the needle, indicating the needle was swaged to the suture. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for needle pull tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.